Event description:
(B)(6) records received. Patient alleges metal on metal right hip with highly elevated chromium and nickel serum levels, retro metallosis, retro acetabular osteolysis, impingement and malposition. Patient is allergy to latex. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).